Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a damaged reference electrode. The fse replaced the reference electrode to resolve the issue. Date of birth:information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.